Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced are filed under separate medwatch report number.

Event description:
This is filed to report the device causing damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted the patient had an enlarged atrium and an anterior leaflet prolapse. The transseptal puncture was suboptimal, but the physician decided to continue with the procedure. An xtw clip was inserted and advanced into the left atrium (la) without issues. However, while steering down to the valve, an aorta hugger was observed. ¿+¿ and ¿p¿ knob were added in order to correct the alignment of the clip. The clip was advanced into the left ventricle (lv) and was opened. However, after the clip was opened, it was observed the clip had significantly rotated. The clip was retracted into the la and was re-aligned. The clip was advanced back into the lv and simultaneous grasping was performed. However, the posterior leaflet was unable to be grasped. Therefore, independent grasping was performed. Both leaflets were successfully grasped, and the clip was deployed. The prolapse was still observed; therefore, an additional xtw was inserted. While advancing through the valve, the clip came in contact with the implanted clip, causing the implanted clip to detach from the posterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was repositioned. However, the two clips continued to interact with each other, resulting in an inability to deploy the second clip. The clip was removed, and the procedure was discontinued. Mr remained at a grade of 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to be related to procedural condition. There is no indication of a product issue with respect to manufacture, design, or labeling.